Event description:
It was reported that the patient experienced dizziness in the past year and asystole of approximately three seconds. The patient was followed-up and the lead exhibited noise, loss of capture, and oversensing. Additional lead integrity was performed and the patient was admitted to the hospital for lead replacement procedure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).